Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round high profile 270cc and an unspecified mentor saline breast implants (sides unknown) and suffered several unexplained systemic symptoms, including anxiety, depression, chronic pain, bilateral capsular contracture baker grade unknown, breast pain, headaches, rashes, chronic fatigue, fevers, brain fog, memory loss, elevated heart rate, numbness causing fingers to turn blue, low libido, burning bladder and re-occurring infections, intolerance to food and beverage, yellow whites of the eye, joint pain, elevated white blood cells, numbness, weight gain, hip/knee/foot pain, ringing ears, mood swings, extreme irritability, skin rashes, adrenal issues, dry skin and hair, sinus issues, night sweats, menstrual irregularities, hormone imbalance, sore throat, sensitive to heat and cold, blurry vision, low blood pressure, extreme muscle soreness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.